Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient was originally implanted for parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's improvement was not ideal. The patient could still go to work before the operation, and after the operation was not able to take care of themselves. The disease developed rapidly and their memory declined. The patient was currently brain atrophy and there was no ins testing. The patient was living in a nursing home. It was unknown if there was more than a 50% reduction in symptoms. It was unknown if there were any expert opinions. It was unknown if effective measures had been taken. Troubleshooting was unknown. The patient was currently observing at the hospital. No further complications were reported as a result of this event.